Event description:
Additional information received reported normal battery depletion.

Manufacturer narrative:
(B)(4).

Event description:
Follow-up information from the patient's healthcare provider (hcp) indicated that the cause of the event was loss of battery life end of service (eos). It was unknown if battery depletion was normal. The implantable neurostimulator (ins) was replaced. The patient did not require hospitalization and recovered without sequelae.

Event description:
It was reported that the patient experienced a shocking or jolting sensation during interrogation. It was stated that the patient had the device turned off for the past 5 months because the stimulation was not working for her. The reporter stated as the device was turned on, the patient reported severe pain down the left leg. The reporter then turned off the stimulation and was unable to check impedances, voltage, or run reports. It was then stated that the reporter saw an eos message. It was noted that the patient had a second device and they were separated by 6 inches (one for incontinence, one for pain). The reporter was concerned about interrogating the device for incontinence and affecting the device for pain. The reporter stated that the health care professional (hcp) was going to replace the device. It was also noted that the patient did not bring the patient programmer, so the programmed settings could not be checked. Additional information was requested, but was unavailable at the date of this report. Any additional information received will be included in a follow-up report.

Manufacturer narrative:
Product ID 3095-10, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3093-28, lot # v114347, implanted: (B)(6) 2008, product type lead; product ID 3037, serial # (B)(4), implanted: (B)(6) 2008, product type programmer. (B)(4).

Manufacturer narrative:
Product ID 3095-10, serial# (B)(4), implanted: 2008 (B)(6), explanted: 2012 (B)(6), product type extension.